Manufacturer narrative:
No conclusion code available. The reported noise and inappropriate therapy delivery was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and a capture anomaly was noted. The cause of the capture anomaly was believed to be due to an anomalous component on the hybrid. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a shock due to noise. The noise was reproducible with pocket manipulation. High capture threshold was also observed. Device was explanted and replaced. The patient is stable post-procedure.